Event description:
The doctor reports the patient came in for an unscheduled visit with eye irritation o.s. The pt was diagnosed with a central corneal ulcer, bacterial conjunctivitis, mycotic, and conjunctival injection o.s. Medication was prescribed and the pt was instructed to temporarily discontinue lens wear. At a follow up visit, the cornea and lens were clear, lids normal, and the ulcer had healed well with no staining and no scar. The patient resumed lens wear. The reporting doctor indicated that the possible cause is a foreign body of sawdust in the eye.